Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While preparing to administer an IV infusion to the patient, the indwelling needle was inspected and found to have a tear in the middle section of the tubing, resulting in fluid leakage.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective samples were received for further analysis, the specific defect condition and the location of the leakage cannot be identified, so the root cause of the reported complaint cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.